Event description:
During pt monitoring the device will intermittently activate all the lights in the keypad. When that happenes the keypad stops responding to any key presses, with the exception of the on key. The customer reports that cycling power does not clear device operation. The reporter stated when the crew remove and reinsert the battery packs and turn the device back on; the keypad light remain active and the keypad still will not repsond to key presses. The reporter stated the device can remain in that state for several hours before proper operation is noted with the device. The reporter stated there have been no adverse affects to any pt as a result of device operation.